Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Based on the available information and analysis the root cause of the thrombus on the pump upon explant was related to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 36-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. Once the device was removed it was noted to have a large clot coming from the outlet cage. The device was explanted, and a heartmate was placed without issue. There was no reported harm to the patient.